Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their drug infusion device. The drug being delivered was not known. The reason for use was intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the "pump didn't turn on for a week." The healthcare professional (hcp) "gave me a bolus and then it turned off and never turned back on." The issue occurred in 2005. Symptoms included spasms and pain. There were no further complications reported/anticipated.